Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a shunt placement, the post-operative computed tomography (CT) found that the shunt was misplaced by a few millimeters. The representative reported that the shunt was revised on (B)(6) 2017. The representative reviewed the plan used from the original procedure and the revision. It was observed that the entry point was more superior than the original placement. The revision was performed successfully. The representative reported that the imprecision was suspected to be from the trajectory used in the original case. There was no reported delay to the procedure due to this issue. No additional information was provided.